Event description:
Initial report was an implant card received indicating that a patient underwent generator replacement due to high impedance. It was noted on the implant card that the lead had an "electrode defect." Further information was received that the generator was replaced due to eos. It was stated that "the battery was so empty that the physicians could not do an interrogation." After generator replacement high impedance was observed. It was stated that the surgeon spent 5 hours trying to explant the lead and the "gave up and decided to speak with the treated doctor how to proceed." Further information was received that there was "many fibrosis that the physician did not get through the vaugs." The lead was not replaced. It was also stated that a dual pin lead was not available during the surgery for replacement. The operation was stopped to further consult the patient's treating physician. The explanted generator was reported to be given to the patient's parents. It was stated that due to the surgery circumstances and the lack of x-ray availability during the surgery, the surgeon speculated that the electrode may be broken. Further information was received indicating that patient physiology was the cause of the fibrosis and that no intervention was taken for the fibrosis. The only noted reason that the surgery took several hours was that the surgeon was attempting to clear the fibrosis for several hours before deciding to end the surgery and consult the referring physician. No known surgical intervention has occurred to date. No other relevant information has been received to date.